Manufacturer narrative:
(B)(4). Eval, results: migration; disease progression and dilated aortic neck, ectatic iliac artery; stent graft was used to treat a pre-operatively ruptured aneurysm. Eval, conclusion: disease progression and dilated aortic neck, ectatic iliac artery; stent graft was used to treat a pre-operatively ruptured aneurysm.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 4.4 cm ruptured abdominal aortic aneurysm approximately 8 years ago. The vessel morphology at the time of implant is unk. It was reported that there was a space of 2 cm between the renals and the top of the bifurcated stent graft with evidence of neck dilatation found; however, there was no endoleak. A CT angio of the abdomen and pelvis from 3 months ago showed there was no stent graft migration and no endoleak. Currently, the aneurysm measures 29 mm in diameter, the neck angle is 25 degrees, it is reverse funnel shaped, it measured 23 mm at the renals and 15 mm distally it is 26 mm. There is 5 cm of distal fixation on the left and 3 cm on the right. The cause of migration was attributed to disease progression and aortic neck dilatation. An iliac limb was implanted to treat a 27 mm ectatic iliac artery which was distal to the stent graft and an aortic cuff was placed as a precautionary measure. No additional clinical sequelae were reported and the pt is fine.